Event description:
During normal use in an interventional radiology procedure the radiopaque tip from a terumo 6f/45cm destination rdc sheath detached from the rest of the device and was left behind in the patient's vasculature. The patient underwent an additional procedure four days later to successfully remove the foreign body. FDA safety report ID# (B)(4).